Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had fallen recently on the same side as the device. The fall was possibly due to a drop in heart rate. The patient was symptomatic and was hospitalized when their heart rate dropped to as low as 30 beats per minute. The right atrial (ra) and right ventricular (rv) leads were not capturing at maximum output, and the ra lead also exhibited noise/artifact on the electrogram. The physician suspected the leads had subclavian crush, insulation breach, or fracture. No changes were noted upon doing isometric exercises. The device was reprogrammed and the leads were later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. There were some atrial tachycardia/atrial fibrillation episode electrograms with apparent noise.